Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting undersensing that led to increased pacing on the right atrial (ra) and right ventricular (rv) leads. Technical services (ts) reviewed and noted the lead had likely dislodged or slack had pulled on the lead. The patient was recommended to follow up at the clinic. This ICD and leads remain in service. No adverse patient effects were reported.